Event description:
A patient has lost an implant due to osseointegration failure.

Manufacturer narrative:
The malfunction of our non osseointgreated dental implants itself, but rather to insufficient integration with the surrounding bone. This is influenced by factors like bone quality, load and the patient's healing ability.